Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37711, serial# (B)(6), implanted: (B)(6) 2009, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. - [mw5064458.pdf].

Event description:
The manufacturer representative (rep) reported that the patient had a spinal rhizotomy. It was reported that the patient had 1st, 2nd, and 3rd degree burns after the procedure. There was a report that the burns were at different locations on their body including at the implantable neurostimulator (ins) site. After the rhizotomy procedure, the stimulation control was not as good. There was a report of environmental exposure from the spinal rhizotomy. A manufacturer representative (rep) reprogrammed to try and recapture coverage. Impedance test was performed and the rep reported high impedance less than 10k on some electrodes were reported. The system with the lumbar leads had impedance greater than 10k on electrode 7. The spinal cord stimulator system with the cervical leads had electrode 5, 6, 7, and 8 with impedance that were less than 10k/out of range. It was unknown if the electrode issue was related or unrelated to the rhizotomy procedure. There was a sudden change in therapy or symptoms. The rep reported that the patient was reprogrammed to recapture the pain for both areas (lumbar and cervical). They were able to recapture coverage in the cervical area and reprogramming in the lumbar was able to cover most of their pain but not as much in the right leg and right low back as the patient remembers. The patient reported showing surface burns on both tops of shoulders. According to the patient, the burns occurred in 2015 and 2016 for separate rhizotomies. Impedance for the lumbar battery showed only electrode 7 was out of range. That electrode was not being used prior to the reprogramming. Electrodes 5, 6, 7, & 8 were out of range on the cervical device but were not being used prior to their reprogramming. There was a report that the patient could still feel the burning pain and had severe burning sensation in their head which caused the patient to feel nauseous. The patient sought treatment at the ER where they were given medication for burns and a CT scan to make sure their head was okay. There was a report that the patient saw their primary care physician and was told the severe burning in their head was likely nerve pain and was given medication to help treat it. It was reported that the patient was extremely concerned that more damage, that was not visible, had taken place. The patient wanted help and testing to determine if more, permanent damage had been done to them. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
Concomitant medical products: product ID 37711, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Correction to model and catalog number please see manufacturer report # 3004209178-2016-19976 for information on the patient's concomitant system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she also experienced jolting and shock pains if she turned up the amplitude following the procedure. The patient noted meeting with the manufacturer representative who told her ¿some leads were depleted or something¿ and being told from a technician that rhizotomy could cause issues. The patient reported that her managing healthcare provider did not know how to proceed and was the one that had done the rhizotomy. Additional information received from an attorney reported that the patient had rhizotomies which caused severe 2nd and 3rd degree burns in (B)(6) of 2015. It was noted that radiofrequency was contraindicated for neurostimulator patients. The attorney reported that the patient also suffered burns in 2016 when another healthcare professional performed a rhizotomy. The attorney stated that the manufacturer representative had queried the neurostimulator and determined it had been damaged and needed to be replaced.

Manufacturer narrative:
Information was previously reported in manufacturer¿s report 3004209178-2016-18250 and any further information will be reported under this current manufacturer¿s report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they were burned ¿on several occasions¿ with the worst burn by radio frequency (rf) ablation in (B)(6) 2015 and again on (B)(6) 2016. They received first, second, and third degree burns on several occasions. It was noted that the manufacturer¿s representative was present in 2015 when they were burned rf ablation. The patient did not clarify how their implantable neurostimulator (ins) was related to the burns. The indications for use for the implanted device were noted as non-malignant pain and cervical radiculopathy. Additional information received from the patient via the manufacturer¿s representative reported that they had a rhizotomy in (B)(6) 2015 and has some burns. The representative knew nothing about this and, in their opinion, was not related to the ins. The patient had the rhizotomy from one doctor and they went to another doctor where they were seen just to reprogram them. There was a report that the patient had been receiving radio frequency ablation procedures since approximately the end of 2009. In 2015, they received first and second degree burns after a rf ablation procedure. They received burns multiple times after this and altogether, they received first, second, and third degree burns on their upper back, lower back, shoulder, and buttocks. The burns were described as deep wounds, throbbing pain, and missing skin at the site. It was reported that they saw a wound care specialist for months to treat their burns and was told they tested positive for an infection.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.